Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the pending revision reported is most likely due to a combination of prosthesis wear and knee instability. However, this cannot be confirmed as the devices were not returned for evaluation and no revision information was available. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00313 and 1038671-2021-00314.

Manufacturer narrative:
Concomitant medical products: three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial# (B)(4)). Lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial # (B)(4)). Logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 3t (cat# 02-012-45-4030 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report number is: 1038671-2021-00314.

Event description:
As reported, the surgeon reported to the clinical study regarding a (B)(6) y/o male patient with bilateral optetrak logic knees that appears to be experiencing wear of the l tibial insert about 4 years after initial surgery. Surgeon current plan is to conduct staged bilateral revisions; however, the patient does not want to come into the office because of covid. Revision has not been completed and devices remain implanted.